Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported she experienced several low blood glucose episodes. Patient stated the pump delivered too much insulin. Patient reported the following blood glucose (bg) readings, treatment and activity on (B)(6) 2010: 6:49 am= bg level 93 mg/dl, she took a shower, 7:45 am = bg level 57 mg/dl, 8:00 am breakfast, took a mountain hike and pump was in stop, later she set the pump in run and reduced the basal rate 50%, 11:45 am = bg level 36 mg/dl, she ate a fast glucose, pump in stop, 12:34 noon= bg level 39 mg/dl, she ate a piece of glucose, drank a half bottle of cola, and ate cheese noodles, 1:22 pm = bg level 132 mg/dl, 2:47 pm= bg level 276 mg/dl, took 2 units of insulin per pump, 4:17 pm= bg level 348 mg/dl, took 3 units of insulin per pump, 5:48 pm= bg level 145 mg/dl, took 0.5 units of insulin per pump, she took a shower, 7:47 pm= bg level 136 mg/dl. She ate, 8:21 pm= bg level 219 mg/dl, took .05 units of insulin per pump, pump was now in run, 10:24 pm= bg level 281 mg/dl, took 3.0 units of insulin per pump, 11:24 pm = bg level 219 mg/dl, took 0.5 units of insulin per pump. Patient reported the following bg readings, treatment and activity on (B)(6) 2010: 2:11 am = bg level 34 mg/dl, she ate a fast glucose, 5:43 am = bg level 63 mg/dl, she ate, 7:39 am = bg level 100 mg/dl, 8:10 am = breakfast, took 1 unit of insulin per pump at 8:50 am, 9:49 am= bg level 309 mg/dl, took 1.5 units of insulin per pump, she went to the mountains, 11:01 am= bg level 128 mg/dl, she ate, and reduced basal rate 30%, she walked 20 minutes, 11:19= bg level 87 mg/dl, 2-3 glucose. She visited a cave, pump was in stop, felt dizzy and ate, she walked 1.2 km uphill, 1:50 pm= 53 mg/dl, ate, 2:30 pm= pump in run, ate, took 2 units of insulin per pump, 4:13 pm= she ate, 5:28 pm= bg level 221mg/dl, took 2 units of insulin per pump, 6:31 pm= bg level 117 mg/dl, ate, took 2.5 units of insulin per pump, 9:28 pm = bg level 46 mg/dl, and ate. Patient reported a bg reading of 128 mg/dl on (B)(6) 2010 at 6:48. Patient's normal blood glucose level is 100 mg/dl. Patient stated on (B)(6) 2010, she checked her basal rate; may need less insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.